Manufacturer narrative:
The pipeline flex pushwire was returned. The pipeline braid and microcatheter were not returned as they were discarded; therefore any contributing factors from the braid and catheter could not be assessed. The distal and proximal dps restraints were found to be intact. The dps sleeves were found to be intact with no signs of damage. The outer diameter (o.d) of the re-sheathing pad was measured to be within specifications. No other anomalies were observed. We are unable to definitively determine the cause for the reported event. In this case, there was severe vessel tortuosity and the device was deployed on a curve. Therefore, the possible cause of middle section not opening could be patient anatomy. As per the IFU: "do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis¿. Information received from the same report as MFR: 2029214-2016-00773.

Event description:
Medtronic received information that during treatment of an aneurysm located in the left internal carotid artery (ica), two pipeline devices did not open properly as the patient had severe vessel tortuosity and the devices were deployed on a curve. It was reported that the doctor began deployment of first device (ped-500-18) using the triaxial system. Multiple attempts to unsheathe the device were made and the best outcome was 60% of the distal end opening of its maximum diameter, while the proximal unsheathed stent end opened up to 70%. The middle section was unable to be opened despite two attempts to unsheathe the device. It was further reported that approximately less than 50 % of the pipeline was deployed when it failed to open. After almost an hour the device and microcatheter were removed together and discarded. A second device was deployed (ped-500-20). It was reported that the doctor attempted to deploy the device, also using the triaxial system. The physician made multiple attempts to unsheathe the device; however the best outcome was 90 % of distal and proximal ends opened of its maximum diameter. The middle section opened up to about 20%. It was further reported that the physician performed balloon angioplasty using a competitor's balloon and within three minutes the balloon ruptured. The physician then realized that a thrombus formed at the distal end of the pipeline flex (ped-500-20) which comprised flow through the left (ica). The physician proceeded with thrombolytic therapy. The thrombus resolved successfully after 30 minutes of detection. The physician decided to leave the stent at its state of narrow neck (about 2mm) due to the risk of further complications for attempt to open stent. The stent remains in the patient without complete wall apposition, with a 2 mm neck in the middle section, the stent however apposed successfully to the wall of aneurysm site, and at both ends (distal and proximal). Patient experienced weakness on right arm after regaining consciousness. All symptoms resolved and the patient was discharged 3 days later. The aneurysm was saccular with the max diameter of 2.99 mm and the neck diameter was 0.5 mm. The distal landing zone was 3.93 mm and the proximal was 4.91 mm. Dapt was administered. Pru levels are unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.